Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported that "the physician informed them there is free silicone in the left pocket from a previous rupture". This record is for the left side. The device remains implanted.

Event description:
Patient reported, that "the physician informed them, there is free silicone in the left pocket from a previous rupture". This record is for the left side. The device has been explanted.

Event description:
Patient reported that "the physician informed them there is free silicone in the left pocket from a previous rupture." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Corrected data: d.4, d.6a, h.4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported that "the physician informed them there is free silicone in the left pocket from a previous rupture." This record is for the left side. The device remains implanted.